Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged connector on the high voltage module. It could not be determined how the damage occurred. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 80" and "discharge fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.